Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the pt experienced cerebrospinal fluid leakage. The pt experienced a headache, severe back spasms, and back pain post-op. Allegedly, the doctor thinks the back spasms are not related to the cerebrospinal fluid leakage. Follow-up revealed the headache and back spasms resolved over time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.